Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the patient was priming the pump when a call service alarm occurred. Reportedly, the patient removed then reinserted the battery, continued to rewind, and then received the call service alarm at which time the pump then powered off and would not turn on. The reporter stated that water ingress and a crack near the battery compartment were noticed. Reportedly, the battery cap was tightened to where the yellow o-ring was no longer visible and that the patient was able to power the pump back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and history recorded a call service alarm. No alarms occurred during the investigation. The pump was opened and removed from the case and corrosion was observed under the display.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.